Event description:
Cartridge shot off the end of machine. Occurred at the end of procedure, cartridge top dislodged and cartridge hit wall. This cartridge missed staff by inches. While using the lovera cyro device during a cryo block the cartridge at the end of the block shot off the end of the machine. The cartridge missed the anesthesiologist's head by inches and the perioperative nurse by a foot. Device was sequestered as well as lot numbers associated with the cartridge used. Rep was informed and removed those items on 08/02/2021 from the facility and supplied replacements.